Event description:
Boston scientific received information that this patient's right ventricular (rv) lead had been exhibiting increased pacing impedance measurements which had exceeded 2000 ohms. There was no evidence of noise or inappropriate events. A boston scientific technical services consultant suggested continued follow ups and lead troubleshooting with lead manipulation at the patient's next visit. Additional information was received noting that the pace/sense portion of that lead was subsequently removed from service and replaced. Four months later, at a follow up visit, rv noise was observed which was oversensed and caused greater than two seconds of pacing inhibition for this patient. The patient is in complete heart block and was getting dressed when the episode occurred and was asymptomatic. Extensive troubleshooting was performed and the noise could not be re-produced. The caller thought the noise looked like diaphragmatic noise. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.